Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or comprised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement rest. Pump passed the delivery accuracy test at 0.08745 inches.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 598 mg/dl. Customer¿s current blood glucose was 492 mg/dl. Drive support cap was normal. Customer was treated with insulin drip and bolus. Customer was not alleging for under delivering. Insulin pump did not pass high pressure test. The insulin pump will be returned for analysis.